Manufacturer narrative:
(B)(4). Damaged top and lower shrouds, bent feed bar, damaged trigger. The analysis results found that the er420 device was returned with the top and the lower shrouds cracked and the feed bar bent. In addition the trigger was found to be broken. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. Therefore no conclusion could be reached as to how the trigger damage had occurred, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. However, it could not be determined what may have caused the condition of the cracked top and lower shrouds, broken trigger and the bent feed bar. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure at the closing of the jaw, the clips didn't close being opened. The procedure was carried out with a new device. No patient adverse consequences have been reported.